Event description:
It was reported to boston scientific corporation on april 13, 2007, that during the placement of a pull method enteral feeding device in a male the "snare broke inside the patient". "The physician retrieved the end of the snare after the peg procedure was completed" with a chargeable snare. The patient's condition was reported as "fine".

Manufacturer narrative:
A visual examination of the returned device revealed the device had been used, and the snare had been detached at the crimped joint between the wire and snare. The distal end of the wire was found to be discolored and coined indicating that it had been crimped properly. The distal tip of the wire was found to be flush. A functional evaluation found that the wire would move inside the extrusion when the handle was actuated. The root cause of the failure is unknown. A review of the device history (DHR) was performed on the pertinent lot; no amomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007, 15-month initial g-tube enternal feeding complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted.